Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('right implant moved from the fallopian tube / implant located directly beneath the peritoneum by the right common iliac vein'), venous injury ('the right implant seems to be located in the vascular wall of the iliac vein'), pelvic pain ('pelvic pain') and pelvic inflammatory disease ('inflammations in my pelvis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), venous injury (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("a lot of pain during menstruation") and ovulation pain ("a lot of pain during ovulation"). The patient was treated with surgery (left essure implant surgically removed on (B)(6) 2020). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, venous injury, pelvic pain and back pain had not resolved and the pelvic inflammatory disease, dysmenorrhoea and ovulation pain outcome was unknown. The reporter considered back pain, device dislocation, dysmenorrhoea, ovulation pain, pelvic inflammatory disease, pelvic pain and venous injury to be related to essure. The reporter commented: I want to report a care injury caused by the essure implant. The implants were surgically inserted in 2009 and I have suffered for many years because of them. Since the essure implants were inserted, I have had a great deal of trouble with back pain/pelvic pain and inflammation in my pelvis. A lot of pain during ovulation and menstruation. I had the left essure implant surgically removed on (B)(6) 2020. The right implant has moved from the fallopian tube and cannot be removed surgically. The doctors believe that the implant is located directly beneath the peritoneum by the right common iliac vein. This means that the implant cannot be removed surgically because it is far too risky to try to remove it because it seems to be located in the vascular wall in the iliac vein. The doctor said that I may bleed to death if it is removed. There is also a risk that the essure implant will continue to travel around in my body. The implant is causing me a great deal of pain and suffering. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: quality-safety evaluation of ptc. On 27-feb-2020: ha number received - 6.6.2-2020-18245. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('right implant moved from the fallopian tube / implant located directly beneath the peritoneum by the right common iliac vein'), venous injury ('the right implant seems to be located in the vascular wall of the iliac vein'), pelvic pain ('pelvic pain') and pelvic inflammatory disease ('inflammations in my pelvis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), venous injury (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("a lot of pain during menstruation") and ovulation pain ("a lot of pain during ovulation"). The patient was treated with surgery (left essure implant surgically removed on (B)(6) 2020). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, venous injury, pelvic pain and back pain had not resolved and the pelvic inflammatory disease, dysmenorrhoea and ovulation pain outcome was unknown. The reporter considered back pain, device dislocation, dysmenorrhoea, ovulation pain, pelvic inflammatory disease, pelvic pain and venous injury to be related to essure. The reporter commented: I want to report a care injury caused by the essure implant. The implants were surgically inserted in 2009 and I have suffered for many years because of them. Since the essure implants were inserted, I have had a great deal of trouble with back pain/pelvic pain and inflammation in my pelvis. A lot of pain during ovulation and menstruation. I had the left essure implant surgically removed on (B)(6) 2020. The right implant has moved from the fallopian tube and cannot be removed surgically. The doctors believe that the implant is located directly beneath the peritoneum by the right common iliac vein. This means that the implant cannot be removed surgically because it is far too risky to try to remove it because it seems to be located in the vascular wall in the iliac vein. The doctor said that I may bleed to death if it is removed. There is also a risk that the essure implant will continue to travel around in my body. The implant is causing me a great deal of pain and suffering. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: nullification: due to internal review this record was detected to be a duplicate to record # (B)(4) to which all information will be transferred, then this duplicate record # (B)(4) will be deleted from bayer safety database. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('right implant has moved from the fallopian tube / implant is located directly beneath the peritoneum by the right common iliac vein'), venous injury ('the right implant it seems to be located in the vascular wall in the iliac vein'), pelvic pain ('pelvic pain') and pelvic inflammatory disease ('pelvic inflammation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), venous injury (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), back pain ("back pain"), ovulation pain ("a lot of pain during ovulation") and dysmenorrhoea ("a lot of pain during menstruation"). The patient was treated with surgery (left essure implant removed surgically on (B)(6) 2020). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, venous injury, pelvic pain and back pain had not resolved and the pelvic inflammatory disease, ovulation pain and dysmenorrhoea outcome was unknown. The reporter considered back pain, device dislocation, dysmenorrhoea, ovulation pain, pelvic inflammatory disease, pelvic pain and venous injury to be related to essure. The reporter commented: I want to report a care injury caused by the essure implant. The implants were surgically inserted in 2009 and I have suffered for many years because of them. Since the essure implants were inserted, I have had a great deal of trouble with back pain/pelvic pain and inflammation in my pelvis. A lot of pain during ovulation and menstruation. I had the left essure implant surgically removed on (B)(6) 2020. The right implant has moved from the fallopian tube and cannot be removed surgically. The doctors believe that the implant is located directly beneath the peritoneum by the right common iliac vein. This means that the implant cannot be removed surgically because it is far too risky to try to remove it because it seems to be located in the vascular wall in the iliac vein. The doctor has said that I may bleed to death if it is removed. There is also a risk that the essure implant will continue to travel around in my body. The implant is causing me a great deal of pain and suffering. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.